Event description:
Customer reported via phone, the sensor was reading 40 mg/dl and her blood glucose was 46 mg/dl. Customer also mentioned she infection with one of her infusion set and wasn't able to use the insulin pump or the sensors. Customer stated the infection started on (B)(6) 2015 and lasted until (B)(6) 2015. Blood glucose was in the 200 to 300 mg/dl range and did go up to 500 mg/dl. Customer had to go to urgent care to get antibiotics. Customer is not returning the sensors for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.